Event description:
It was reported by repair work order that the customer alleged that the brakes were not holding.

Manufacturer narrative:
Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.